Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device upgrade procedure was subsequently completed and a new ra lead placed after a venoplasty was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: a7700e25 aortic valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after prepping the patient for surgery, the device upgrade procedure was aborted as the patient's venogram showed occlusion by the active right ventricular (rv) lead and previously capped right atrial (ra) lead. No further patient complications have been reported as a result of this event.